Event description:
Related to MFR report # 2183959-2012-01038, 2183959-2012-01039. On (B)(6) 2007, the plaintiff was implanted with an ams sparc sling system to treat her pelvic organ prolapse and stress urinary incontinence. It was alleged by the plaintiff's attorney that the plaintiff has, "suffered severe and permanent bodily injuries and significant mental and physical pain and suffering." The plaintiff also continues to, "suffer from dyspareunia, infections and pelvic pain." It was also alleged that the plaintiff has had to, "undergo extensive medical treatment, including, but not limited to, operations to locate and remove mesh, operations to attempt to repair pelvic organs, tissue, and nerve damage, the use of pain control and other medications, injections into various areas of the pelvis, spine, and the vagina, and operations to remove portions of the female genitalia," and other damages.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.